Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels greater than 240mg/dl. The customer consumed less carbohydrates and delivered correction boluses via the pump to address the bg levels. The customer was instructed to consult their healthcare provider to discuss their diabetes management.